Event description:
Device started smoking while in use on a patient.======================manufacturer response for humidifier, mr850jhu (per site reporter).======================this device is under consignment in our hospital. Sent device to uhs for repair. Still waiting on word whether device was repairable.